Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noticed that there was a ding on the backside of the lens. The physician rotated the lens to keep the imperfection under the eye lid. Additional information has been requested and received stated that there was no patient harm and patient was not hospitalized.